Event description:
A customer contacted baxter's technical service center regarding a reload set (rls) 201 and 153 alarm that occurred on the homechoice (hc) unit display. This event occurred during priming. The technical service representative (tsr) recycled power and cleared the alarm. The caller has tried another cassette and the alarm returned. A swap was recommended. The caller will call the hospital as it's preferred they swap it. If not the caller will call back for swap. In 2009 the home patient's (hp) registered nurse (rn) called and wanted to give the hp another cassette to try before swapping machine. The tsr told the rn to have the hp call if the alarm repeats with different cassettes. The probable cause is a leak between the cassette and membrane gasket. The solution to this issue was provided over the phone and a swap of the hc device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.